Manufacturer narrative:
Concomitant medical products: 310c27 tissue valve, implanted on (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) pacing rate was below the lower rate limit. The ipg remains in use. No patient complications have been reported as a result of this event.